Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) female patient's electrode belt had a damaged connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt's trunk cable connector was broken and the locking nut was cracked. As a result, the electrode belt was unable to stay securely connected to a monitor. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.